Event description:
It was reported that the lead was found bent during the surgery and was replaced with a new lead on the same day to complete the surgery. There wasn't any influence on the normal treatment currently. The patient was currently hospitalized and under observation. Additional information was received: it was reported that the lead was found bent after unpacking. Additional information was received stating that the lead was bent close to the lead contacts.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis confirmed that the distal end of the lead was bent. D10: product ID 924256 product type accessory product ID 3389s-40 lot# va2epsx product type lead h11: note that this complaint was previously reported in manufacturer report 2649622-2022-06499. However, new information revealed the complaint device is actually product ID 3389s-40 lot# va2epsx which is captured within this report. Therefore, all additional reportable information related to this event will be reported under this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.